Event description:
It was reported to boston scientific that the injection gold probe bipolar catheter (igp) had resistance and kinked during a procedure to treat a bleeding ulcer located in the antrum. The igp was primed with saline and adrenalin and inserted into the scope. Slight resistance was felt in the catheter, before the igp would not exit the scope. Removal of the igp, a severe kink in the catheter was observed. Procedure was completed with another same device, patient is reported to be "stable".

Manufacturer narrative:
The subject device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.